Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the portal vein. The 035/260 amplatz super stiff guide wire was advanced and able to cross the target lesion. After attempting to advance an unspecified stent over the guide wire, it was noticed that a coating was sheared off at the mid point of the guide wire and preventing the stent or any other catheter from tracking over the wire as the tip of the catheters will be caught on the damaged potion of the wire and crumpling the outer layer, thus causing it to bunch up further. The 035/260 amplatz super stiff guide wire was removed. Upon inspection of the guide wire outside the patient, blood was observed between the outer layer and the inner core wire. No part of the coating or wire was detached inside the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has device loaded in foreign catheter and oxide remnants was found, as part of overall visual revision. Visual inspection was performed. The device was returned inside the catheter; the wire was removed from the catheter and presented the distal end kinked at 250.0cm approx. From the proximal end to distal end. Dimensional inspection was performed. All the outer diameter (od) taken are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the portal vein. The 035/260 amplatz super stiff guide wire was advanced and able to cross the target lesion. After attempting to advance an unspecified stent over the guide wire, it was noticed that a coating was sheared off at the mid point of the guide wire and preventing the stent or any other catheter from tracking over the wire as the tip of the catheters will be caught on the damaged potion of the wire and crumpling the outer layer, thus causing it to bunch up further. The 035/260 amplatz super stiff guide wire was removed. Upon inspection of the guide wire outside the patient, blood was observed between the outer layer and the inner core wire. No part of the coating or wire was detached inside the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.